Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, high pacing impedance, and oversensed noisy signals. Technical services (ts) reviewed the device data and observed a gradual increase in rv pacing impedance, suspecting possible calcification. Additionally, oversensed crosstalk signals were noted on stored ventricular events. Ts recommended to replace this lead during the future device replacement procedure as the device reached elective replacement indicator (eri) status. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).